Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported event. Lot release records were reviewed, and the product lot met all acceptance criteria.

Event description:
The patient reported a high blood glucose (bg) level of 20 mmol/l (360 mg/dl) while wearing the pod on their leg between 24 and 36 hours. Despite the pod appearing to work normally without error messages, their bg levels would not decrease regardless of insulin boluses or a 50% increased temporary basal rate. The patient administered three manual injections while wearing the pod. Upon removal, the patient discovered blood on the cannula with a hardened piece of blood at the tip, and the insertion site was red and bloody. After replacing the pod on their other leg, their bg levels began to normalize.